Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: implantable neurostimulator; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: lead; product ID 97791, product type: accessory; information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-aug-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2022 regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The mdt rep reported during the patient's battery replacement this morning, the patient had two medtronic leads that were previously connected to a different manufacturer's ins via adaptor. Per op note that rep referenced, he could not find that the medtronic leads were not replaced. Rep reported one of the leads connected to the new ins battery normally however the other lead did not. Rep tested the faulty lead with both the wens and the adaptor, however the lead did not fit. Rep stated the physician reported, "something was wrong with it" in reference to the faulty lead. The second lead that was not working was replaced and will be sent to medtronic for analysis. Rep did not have a lot number for the faulty lead. Mdt rep called to report during a battery revision this morning, the rep was attempting to connect the clinician tablet to the ins. Rep reported he was initially able to connect the tablet to the ins, however when the ins became further away from the tablet, the rep lost connection. The rep then placed the communicator directly over the battery and was able to regain connection briefly before losing connection again. Rep then stated he exited the app and tried reconnection with the same issue. Rep noted that at one point while trying to reconnect, he set the communicator on a table. Rep swapped the first ins out for another new ins and was able to connect to the 2nd new ins without issue. Rep planned to send back the ins with poor connection and one lead to medtronic for analysis. The device was received on (B)(6) 2022 for analysis.

Manufacturer narrative:
Continuation of d10: product ID 97702, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type implantable neurostimulator product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type lead product ID 97791, product type accessory h3. Analysis of the implantable neurostimulator (ins) (B)(6) found the ins was functionally ok with insignificant anomalies. Analysis of the lead (20) va0ycfa016 found that all the conductors were broken 38.9 cm from the proximal end. It was found that the braid wire was broken and outer insulation was pinched. H6: ins the conclusion code d16 no longer applies. D14 and d15 apply. The results code c21 no longer applies. C19 applies. The method code b21 no longer applies. B01 applies. Lead: the conclusion code d16 no longer applies. D15 applies. The results code c21 no longer applies. C070603 applies. The method code b21 no longer applies. B01 applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.